Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The 10mmx4mm, concentric, de novo target lesion was located in the non-tortuous and moderately calcified left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 8 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.